Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue, and during the device evaluation, an overheating condition was discovered. The quality investigation is still ongoing. A follow-up report will be submitted if the investigation reveals additional relevant information.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.